Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose of 308 mg/dl; changed the infusion set but the issue persisted and patient was hospitalized. Patient is currently in the hospital and was treated with IV fluids and insulin. Caller stated the pump is not delivering insulin as intended. Requested return of the alleged device for evaluation.